Event description:
During a pph procedure, the staples did not form bs. As a reslut, there were bleeders and hemostatic sutures had to be applied. The unclosed staples were removed manually. No pt consequence.